Manufacturer narrative:
Concomitant - 163662 name:28mm mod hd std neck tp1 taper 798110 ; 51-104120 name:tprlc 133 t1 pps ho 12x144mm lot: 2454236; 13-104148 name: m/h 3hole rlc shl nrs 48mm/l22 lot: 448100; 103532 name: ti low profile screw 6.5x25mm lot: 332530; 103532 name: ti low profile screw 6.5x25mm lot: 332570. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2016-04304. Reported event was unable to be confirmed. Device history record (DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient enrolled in a clinical study underwent a hip revision procedure approximately nineteen months post-implantation due to instability and dislocation. The patient also reported that her left leg felt shorter than the right leg.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.